Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿cloudy image¿ issue was likely due to wear of the focus ring, which may have caused defects in the image function. The root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, cable failed leak test on the video connector, worn-out focus ring, and chipped rubber part on the rear cover packing were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the 4k camera head display cloudy image. The event occurred during preparation for use and a similar device was used to complete the operation. During a standard service inspection of the customer returned device, a worn-out focus ring was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.